Event description:
Event became reportable based on the device analysis approved on 07/24/2008 it was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, difficulty crossing the lesion was encountered. The 100% stenotic and severely calcified lesion was located in the severely tortuous right coronary artery (rca). Vascular access was gained through the femoral artery. Upon attempt to advance the taxus liberte 2.75mm x 38mm drug eluting stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. No patient injuries or complications were reported as a result of the event. The patient's status was reported as good. Analysis revealed a broken hypotube.

Manufacturer narrative:
The device was returned for analysis in two portions as a result of a break that occurred in the hypotube. The break was measured at approximately 19.5cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. No other kinks or damage was found along the hypotube. Visual and microscopic examination of the stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions. A labeling review identified that the device was used per the taxus liberte directions for use (dfu). The complaint report states that the lesion was severely calcified, severely tortuous and had 100% stenosis present. These could be potential contributing factors to the complaint incident. Lesions that are heavily calcified are contraindicated in the taxus liberte dfu. Also lesions involving arterial segments with highly tortuous anatomy are contraindicated in the taxus liberte dfu. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context.